Event description:
A technician reported a patient who experienced negative dysphotopsia following intraocular lens (iol) implant surgery. The iol was exchanged. In a follow-up, the surgeon reported the patient experienced corneal irritation and was treated with medication. He also reported that the patient's vision is "good" post-exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/28/2009 by fax and mail. A completed questionnaire was received on 10/02/2009. This report was mailed to FDA on:10/23/2009.